Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient was seen in clinic for routine check, patient complained of pain with pacing. It was noted that the rv threshold had increased to over 2.0 v. The physician elected to lower the rv output until further testing could be completed. The patient's symptoms were resolved with the lowered output. The patient will undergo further testing. No further intervention is known at this time.

Event description:
New information notes that the patient also complained of palpitations with rv thresholds testing. The rv output was reprogrammed.